Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's mother stated that the insulin pump alarmed no delivery during the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.